Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial:(B)(6), batch: 20014786.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration. It was also reported that the patients system had not been working. The patient underwent an explant procedure and was doing well postoperatively. The device components were discarded by the medical facility and will not be returned.